Manufacturer narrative:
A tandem bipolar assembly and an oxinium head were returned for evaluation. The manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted the top liner ring had signs of plastic deformation on the face of the rim. The signs of plastic deformation observed on the face of the top liner ring were potentially due to femoral head/neck impingement. The inner oxinium femoral head had signs of plastic deformation, scratching, and material transfer. Analysis of the damaged region on the inner oxinium femoral head revealed signs of titanium, aluminum, iron, and nickel potentially due to contact with a titanium-alloy implant and a stainless steel instrument. The outer tandem bipolar head had signs of damage on the face of the head revealed signs of zirconium which was due to contact with the oxinium femoral head possibly during impingement or dislocation. An investigation performed by our clinical medical team noted an analysis of x-ray photos received indicates the cup appears to have migrated and rotated between 2011 and 2015. Additionally, a thin radiolucent line is apparent around the cup in the attached 2015 image. A grade 3-4 heterotopic ossification is observed on the lateral side of the right hip pre-revision x-ray image that was provided. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to pain during movement.